Manufacturer narrative:
The transmitter was unable to charge due to damaged contact pins. The functional tests could not be performed due to the charge anomaly. The transmitter was received with contamination on all of the pins.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had differences between the sensor glucose reading and the blood glucose readings. Customer's blood glucose level was 168 mg/dl. Customer was not able to provide data from the pump for the event. Customer was unable to upload to carelink. Customer stated that he was calibrating more than four times a day. Customer does not follow proper procedure. Customer was advised to monitor the issue. Customer would like the transmitter replaced. No additional information provided.